Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying the drg lead had a lead fracture, the patient underwent a procedure due to the fractured drg lead wherein the scs system was placed, l specific patient information is documented as 62 year old male with history of intense burning pain, hyperalgesia, allodynia, swelling, and functional impairment in his left lower limb following a traumatic injury and surgery. Details are listed in the attached article, titled 'long-term efficacy of a novel extraforaminal approach for nerve root stimulation in complex regional pain syndrome: a case report'.